Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post-implant of an implantable pulse generator (ipg) system the patient experienced poor incision healing and potential infection. The ipg system was explanted and replaced with a right sided implantable cardioverter defibrillator (ICD) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.